Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately seven weeks post-implant of a new implantable cardioverter defibrillator (ICD), the ICD system was removed due to an infection. Erosion was also noted, and that a perforation had occurred. No further patient complications have been reported as a result of this event.